Event description:
It was reported that pump displayed malfunction code 13 with associated fault ID 13-0x221d, and no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.